Event description:
It was reported that the ventricular assist device (vad) patient was admitted for nausea and dizziness. Echocardiography revealed no left ventricular collapse, and their preload was sufficiently maintained in a tense state. A computerized tomography (CT) scan of the head revealed findings suggestive of micro cerebral infarction and the patient's blood pressure averaged around 60 mmhg. The patient has been on bed rest due to dizziness, but the vad estimated flow rate is about 3 l/m when lying down, and it temporarily drops to about 2.4 l/m when they arise with associated low flow alarms. The vad remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional information has been requested regarding the diagnosis performed, patient outcome, and details of the event, but it was not available at the time of this report. If additional information is received, the event will be updated and a supplemental report will be sent. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental is being submitted for additional information. Product event summary: ventricular assist device (vad) hw41828 was not returned for evaluation. The reported low flow alarm was confirmed via review of the autologs report which revealed that twenty (28) low flow alarms have been logged since (B)(6) 2022. No other anomalies were observed. Information received indicated that the patient was admitted for nausea and dizziness. Echocardiography revealed no left ventricular collapse, and their preload was sufficiently maintained in a tense state. A computerized tomography (CT) scan of the head confirmed a small cerebellar infarction revealed findings suggestive of micro cerebral infarction and the patient's blood pressure averaged around 60 mmhg. The patient has been on bed rest due to dizziness, but the vad estimated flow rate is about 3 l/m when lying down, and it temporarily drops to about 2.4 l/m when they arise with associated low flow alarms which had improved after strengthening the anticoagulation therapy. The cause of this event is thought to be that the blood pressure temporarily increased due to the patient's responsibility in the toilet, the pump flow rate was stagnant, and the micro-thrombi might have flowed. Currently, the average blood pressure is stable at around 80 mmhg. The international normalized ratio (inr) was controlled at 2.5 to 3.0 prior to hospitalization. Based on the available information, the device may have caused or contributed to the reported event. Based on the risk documentation, possible causes of the reported low flow event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, and/or poor vad filling. Per the instructions for use, thrombus, hypertension, and neurological dysfunction are known potential complications associated with the implantation of a vad. Of note, the patient's reported medical history indicated the patient has a history of neurological dysfunction. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There is possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that a small cerebellar infarction was confirmed via CT scan and that the vad flow had improved after strengthening the anticoagulation therapy. It was stated that the symptoms of dizziness and nausea were believed to have been symptoms of cerebellar infarction and have now disappeared. The cause of this event is thought to be that the blood pressure temporarily increased due to the patient's responsibility in the toilet, the pump flow rate was stagnant, and the microthrombi might have flowed. Currently, the average blood pressure is stable at around 80 mmhg. The international normalized ratio (inr) was controlled at 2.5 to 3.0 prior to hospitalization. The patient was set to be discharged from the hospital.

Manufacturer narrative:
A supplemental report is being submitted for additional event details. The event description and the annex e code has been updated. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.